Manufacturer narrative:
The insulin pump passed displacement test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarms noted. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 356 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.